Event description:
It was reported that during a moderately tortuous mid circumflex stenting procedure, the xience prime stent failed to deploy in the pre-dilated 90% stenosed lesion. Contrast was seen in the ostium of the circumflex 4cm proximal to the balloon. The patient became hypotensive and bradycardic and was treated with a dopamine drip, atropine and oxygen. The stent delivery system was removed and the patient was stabilized. The stent delivery system was re-introduced into the anatomy and the stent was again attempted to be deployed, but failed. The stent delivery system was removed without issue. A hole was noted 4cm proximal to the balloon in the stent delivery catheter. A second similar device was used to successfully stent the lesion. There was no additional patient effects and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The leak was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. A cine review, analyzed by an abbott vascular clinical specialist, revealed that there were no images that could confirm the complaint; however, the complaint is considered confirmed based on the analysis of the returned device. It was reported that the device was re-inserted into the anatomy. It should be noted that the IFU states that an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Additionally, bradycardia/arrhythmia and hypotension are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events of coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency.